Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and use error: observed broken on anterior side assessed as surgical damage. ¿ underage: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Company representative reported via healthcare provider a right side rupture found on CT imaging. Healthcare provider additionally reported "observations made during surgery" of "complete fracture" and "damage caused by explant surgery" of "implant pieces were removed segmentally". The device has been explanted.

Event description:
Healthcare professional reported via company representative right side rupture discovered via CT scan. The patient was underage at time of implantation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.